Event description:
It was reported that a patient presented in clinic for an unrelated procedure. It was observed during the procedure that a lead was unable to be connected to the header of the pacemaker. As a resolution the pacemaker was explanted and replaced. No patient consequences.

Manufacturer narrative:
The reported event of the lead could not be connected to the device was confirmed. The analysis revealed that the setscrew blocked the lead insertion into the connector port. Electrical tests results were normal. Header evaluation found incorrect use of the torque wrench, the user/physician then stripped the setscrew inset, preventing the retraction of the setscrew. The problem is related to the user¿s incorrect use of the torque wrench. No anomalies were found with the device. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.